Event description:
Pt in for port access and blood test. Procedure completed, was removing the needle; however,the safety device would not engage to cover the end of the needle. The huber needle was removed from the port, visualized intact upon removal from the patient, and discarded in the red safety sharps container. No pt or employee harm.